Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The diu225 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient reported blurriness, he can see distance but can not read and his daily activities were significantly affected. He can see really good up close, but anything midrange is not good at all and that is what bothers him. He needs to be about 12 inches away from the screen to see well. The iol was explanted during a secondary surgical procedure; the information regarding a replacement iol is unknown. There was no medical attention, no suture(s), and no vitrectomy during the lens exchange procedure. Vision pre-operative was reported as 20/200 however, vision post-operative is unknown. Patient prognosis post lens exchange is also unknown. The iol directions for use were followed. No further information is available.